Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 04/08/2019. [Additional information]: the healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the physician stated that the 4 mm x 23 mm enterprise®2 stent (encr402312 / 11065633) became stuck in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30122886) before crossing the microcatheter hub in the y-connector; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure using the same prowler select plus microcatheter. It was confirmed that nothing unusual was noted on the enterprise system and the prowler microcatheter prior to use; there was no kink or bend on the microcatheter. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. It was reported that the product is available to be returned for evaluation. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the manufacture information in section g and to report that the product was received by cerenovus product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (11065633) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00861 and 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the physician stated that the 4 mm x 23 mm enterprise®2 stent (encr402312 /11065633) became stuck in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30122886) before crossing the microcatheter hub; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. It was reported that the product is available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm coil embolization procedure, the physician stated that the 4 mm x 23 mm enterprise®2 stent (encr402312 / 11065633) became stuck in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30122886) before crossing the microcatheter hub in the y-connector; it could not be pushed in nor pulled out. The enterprise stent was not deployed in the patient¿s body. The physician pulled the enterprise stent and the prowler select plus microcatheter out together and replaced the stent to complete the procedure using the same prowler select plus microcatheter. It was confirmed that nothing unusual was noted on the enterprise system and the prowler microcatheter prior to use; there was no kink or bend on the microcatheter. There was no report of patient injury or complication; the complaint product was new and was stored and handled per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. The enterprise 2 stent was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4 mm x 23 mm enterprise®2 stent was received contained in a pouch. Visual inspection was performed. The delivery wire was inspected; it was observed to be stuck inside the introducer, by the residues of dried saline and dried blood. The introducer was in good condition with but has residues of dried saline and dried blood on it. The stent was observed stuck inside the introducer, trapped by the residues of saline and blood. Microscopic inspection was performed. The delivery wire and the stent were inspected through the introducer and confirmed to be stuck in the introducer due to the residues of saline and blood. Functional analysis was precluded due to the observed condition of the delivery wire and the stent of the received device; the components are stuck inside the introducer. A review of manufacturing documentation associated with this lot (11065633) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The reported issue that the 4 mm x 23 mm enterprise®2 stent became impeded in the microcatheter was not confirmed as functional analysis was not conducted on the returned device due to the condition it was received in. The device was visually and microscopically inspected, there were no obvious indications of manufacturing defect or anomaly that could have contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The evidence of dried saline and dried blood residues indicate that there was possibly insufficient flushing during the procedure that could have contributed to the stent being impeded in the microcatheter, though this cannot be conclusively determined. Circumstances of the procedure and / or device manipulation and interaction during the procedure may also have been contributing factors that resulted in the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00861 and 1226348-2019-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.